Event description:
Sparks from a power cord. The customer reported that the pump was returned from clinical use with an unsigned note that read, "sparking broken wire." There was no tracking info in order to obtain specific event or pt details. It was reported that there was evidence of smoke residue on the power cord. There were no reported injuries, or adverse pt or staff events while the device was in clinical use. Though requested, no further info was available.